Manufacturer narrative:
Event summary: as reported, during a urological procedure, the tip of a cook multi-use holmium laser fiber broke off. This device was also used in two other procedures, reported under manufacturer report #¿s 1820334-2021-02279 and 1820334-2021-02280. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation: reviews of the instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. The device was returned for investigation without packaging or labeling. The laser tip was examined under magnification and appeared to have a jagged distal tip, scratches, and divots in the clear material. The blue coating appeared to be stripped and loose near the distal tip. As no product lot information was received, reviews of the device history record or complaint history could not be completed. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided instructions for use which provide the following information related to the reported failure mode: warnings do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Discard fiber if visible light leakage is observed. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. The device must be thoroughly cleaned and sterilized per the instructions provided in this document before re-use. Ensure the device and all its crevices are completely dry before use. Precautions : to avoid reducing the life of the fiber, follow these precautions: do not improperly handle the fiber, do not lase at high power for extended periods of time, do not lase continuously with the fiber tip in contact with the tissue, do not laser with a fiber that has a containment or damaged proximal end, do not subject the fiber to sharp bends during handling, use, or storage, discard any laser fiber that is cracked or broken or does not meet minimum power transmission standards. Do not exceed recommended power limits. Based on the available information, cook has concluded that a definitive cause for this event could not be established. As the customer confirmed the multi-use fiber was used successfully twice prior to the reported issue, it is possible the reported issue is a result of improper reprocessing of the laser fiber or component failure unrelated to manufacturing. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a urological procedure, the tip of a cook multi-use holmium laser fiber broke off. This device was also used in two other procedures, reported under patient identifiers (B)(6) and (B)(6). No adverse effects were reported due to the alleged malfunction. Additional patient and event information has been requested.